Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress, chemical stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿compromised image¿ was not confirmed. The device evaluation found tip fixing screw adhesive detachment. Additionally, the following issues were found during evaluation, the tip had air leakage, insufficient angle, angle play, missing sound line, corrosion inside the operating part, the probe was scratched, lack of adhesive around the probe, lack of rubber adhesive, the bending section cover adhesive floated, the bending section cover adhesion was cracked, the scope connector and the objective lens were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the image produced by their evis lucera ultrasound gastrovideoscope device was compromised. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the adhesive of the tip-fixing screw was peeling. This defect was discovered on the distal tip of the device. There were no reports of patient or user harm associated with this event.